Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system. It was found that the user did not know that the key switch stopped the ias (image acquisition system) from booting up. The system is up and running. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system, outside of procedure. It was reported that in the storage area it was discovered that the ias (image acquisition system) would not turn on. No patient was present.